Event description:
No new additional information was provided by the customer.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 03/03/2026.

Event description:
It was reported the gastrointestinal videoscope had an error 315 code appear. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.